Manufacturer narrative:
Unit received with missing segment, problem isolated to lcd board. However, unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed sel, restart error, rewind, basic occlusion, occlusion, prime, force system sensor, excessive no delivery and displacement test. Unit communicated properly and recorded the 48 mg/dl value properly from glucose meter. Unit had minor scratched lcd window, cracked battery tube threads,cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump is damaged and broken at the battery compartment. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.